Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a return of their pre-implant pain. Imaging that was taken in the field revealed the superion indirect decompression (ID) spacer had migrated in an anteroposterior (a/p) rotation. The patient underwent a procedure to replace the ID spacer; however, the spacer broke while attempting to explant the device. This resulted in the removal of the set screw and a partial spacer remaining implanted in the patient. It was noted the spacer was not properly connected to the inserter and excessive force was employed during removal. The patient did well post-operatively. Physical analysis of the explanted portion of the spacer could not be performed as it was retained by the facility.